Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture and lymphoma: alcl: suspected (histopathological markers confirming alcl have not been received). The event of lymphoma: alcl: suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported a left device rupture and lymphoma - alcl - suspected. Histopathological markers confirming alcl have not been received. The device was explanted and a total, complete capsulectomy was performed.